Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/21/2024, a clindex notification indicated that a patient was experiencing worsening right knee pain post-operatively. The patient underwent surgery on (B)(6) 2024. The patient's pain started on (B)(6) 2024, causing the patient to leave work early. On (B)(6) 2024, the patient was checked by the surgeon and reported to be feeling better. However, on (B)(6) 2024, the patient reported a throbbing pain in the knee, like a toothache. The patient reported that tylenol, rest, and ice are not helping with the pain. However, the only thing that helps is a heating pad. This event was initially indicated as probably related to the implants. No further information was provided.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
Additional information received on 2/6/2025: the patient started to experience vitamin d deficiency on (B)(6) 2024. This was discovered during a routine annual visit. The patient was given medication. On (B)(6) 2024, due to bell's palsy, the patient experienced nausea and vertigo; however, symptoms have improved. The patient also reports having difficulty chewing food, feels like the right side of the face is drooping, and has speech impairment due to drooping. The patient went to the emergency room for evaluation and was kept overnight for observation only. The patient is taking meclizine and zofran as needed. The patient has also complaint of ear pain. The procedure start date was on (B)(6) 2024 and it ended on (B)(6) 2025. This event was indicated as unrelated to the procedure.